Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a health care provider regarding a patient who was receiving dilaudid at 1.8 mg/day via an implantable drug pump for non-malignant pain. It was reported that on (B)(6) 2016 the patient's pump was refilled. During the refill, a change in drug concentration from 5 to 10 mg/ml was done, but the health care provider neglected to make the change when programming the pump. The patient returned the next day and a modified bridge bolus was programmed to deliver the remainder of the 5 mg/ml drug at the appropriate rate. This action resolved the reported issue. The health care provider corrected the error in time, so there were no overdose or underdose symptoms as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.